Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the gold probe device was inserted into the patient and positioned within the duodenum to treat an ulcer. However, when the physician attempted to engage the probe, the gold probe would not emit energy and cauterize the tissue. The gold probe was used in conjunction with an endostat iii generator and an adaptor cord. The account reported no visible damage to the device. The gold probe was not tested prior to inserting it into the patient. A second gold probe device, along with the same adaptor cord and the endostat iii generator, was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.